Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated high blood glucose level with manual injection. Customer also reported that they also had issue of insulin flow block alarm. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.